Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer removed infusion set site and performed a fill tubing to address occlusion. Customer replaced the same site and received a message to change the site. Customer changed site. Issue was resolved. There was no reported adverse impact to customer's blood glucose.